Manufacturer narrative:
Company representative evaluated the unit. Corrections included recalibration of the unit.

Event description:
Customer reported the dpm 6/7 monitor produced inaccurate gas agent readings. No patient injury was reported.